Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (1015 minutes), and to also avoid frequent full discharges.) No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was displaying a red "x". During troubleshooting with tandem customer technical support (cts) it was determined that the customer allowed the pump battery to fully deplete. After connecting the pump to a power source and turning it on, the pump no longer recognized the cartridge. The customer's blood glucose (bg) level was 414 (mg/dl). A manual injection was delivered to address bg level. Cts assisted the customer with reloading the cartridge onto the pump and resuming insulin delivery. Recommendation was made to the customer to charge pump more frequently.